Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that they saw a manufacturer representative for reprogramming because they weren't getting proper stimulation into the proper locations and his pain level started going back up. The indication for use was spinal pain. Additional information received from the rep indicated that the results of the nerve conductivity test remained unknown and they were waiting for a call once they came in. The rep also stated that the cause of the stimulation/pain and leg issue were undetermined as well. The patient needed a new program and after speaking with them on the phone, they stated that the new programming is working fine. The one leg with the muscle atrophy is not causing any new pain, it is just smaller in size and has been happening for some time. The patient will call the rep with updates when they get them. They may get an MRI if nerve conductivity test is inconclusive. Additional information was received from the rep. They plan to meet with the patient on (B)(6) 2016 and will follow-up if there is new information. Additional information received from the patient indicated that the circumstances that led to not getting stimulation in the proper area is that their unit is not working properly, and still will not charge properly. The patient noted their stimulation not going to their pain area is not even close to being resolved at this time.